Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test due to a pushed in power switch preventing the test from being performed. The device passed the rite functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The product analysis lab (pal) evaluated the device. Internal and external inspection were performed. External inspection revealed a pushed in power switch. The cause for the earth leakage issue was determined to be physical damage. The power switch with bezel was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.